Event description:
It was reported that high capture threshold was observed. The lead was explanted and replaced when repositioning was unsuccessful. Patient condition was good after event.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.